Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch up cable to be broken at the distal clevis hub. The segment that contains the crimp was still installed in the clevis. The clevis did not exhibit damage. Intuitive surgical inc., (isi) has conducted a device history record review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis if to recur could cause or contribute to an adverse event. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that in central processing, the progras forceps instrument was found after going through the ultrasound. There was no specific complaint or issue given about the instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.